Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-01974. Per the instructions for use (IFU), hypotension is a potential adverse event associated with the overall tavr procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the tavr procedure can be non-operative or high risk, have complex medical histories and multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia.  Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the cardiogenic shock is unknown; however, an acute myocardial infarction was suspected, but not confirmed.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6), post transfemoral tavr procedure for a 23 mm sapien 3 (s3) valve, the patient went into shock and passed away. In the night of the procedure, the patient¿s blood pressure suddenly dropped and the patient went into shock. Catecholamine was administered. The transthoracic echocardiography (tte) observed anterior wall motion impairment. The patient developed cardiopulmonary arrest. Although cardiopulmonary resuscitation (CPR) was executed, the patient passed away. According to the physician, as the patient went into shock suddenly, close examination such as electrocardiogram (ECG), coronary angiography (cag), and CT could not be executed. Acute myocardial infarction (ami) was suspected, but since ECG was not able to be done, it could not confirmed.